Event description:
The nurse was in the process of setting up the chemotherapy treatment when the IV tubing disconnected at the backcheck valve. At that time normal saline was in the tubing. There was no report of patient harm or adverse patient effect. Although requested, no additional information was provided.